Event description:
On (B)(6) 2013, the pt was implanted with a gore excluder aaa endoprosthesis featuring the c3 delivery system to treat an abdominal aortic aneurysm. The procedure was completed without further issue. On (B)(6) 2013, computed tomography scan revealed a proximal type I endoleak. On (B)(6) 2013, the pt underwent a reintervention and a cook zenith renu (30mm x 43mm) cuff was implanted. The endoleak was fixed. The pt tolerated the procedure. Images were requested but not available.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs. According to the gore excluder aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak.